Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day post implant, the patient was noted to be lightheaded and with a heart rate lower than 40 beats per minute. The lead was suspected to be dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.